Event description:
A nurse reported that a pt was diagnosed with peritonitis due to constipation, during a peritoneal dialysis clinical visit, on (B)(6) 2015. On (B)(6) 2015, effluent expressed from the peritoneal dialysis catheter was cultured and grew enterobacteriaceae. On (B)(6) 2015, the pt was started on an unk dose and frequency of fortaz via intraperitoneal route. This nurse stated that the pt is pregnant, gestational weeks unk, with no harm to the fetus. On an unk in (B)(6) 2015, the pt's peritoneal dialysis catheter was removed and her treatment modality was changed from peritoneal dialysis to in-center hemodialysis. No dialysis treatments were missed and there was no reportable device malfunction. As on (B)(6) 2015, the pt continues in-center hemodialysis therapy without any further issues, the pt signs and symptoms of peritonitis have resolved, and the pt has completed their prescription of fortaz.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The actual device was returned to the MFR for physical eval and determined to be functioning according to product specs. Further eval found no device malfunctions that would have caused the reported peritenonitis event. A batch record review was conducted and confirmed there were no deviation or non-conformance during the mfg process. Product labeling, material, and process controls were within specs.